Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case the subject device contributed to the aortic injury leading to death. The device was not returned to edwards for evaluation and device follow up is in progress. The root cause for the event remains indeterminable however it was likely due to patient and procedural factors. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm pericardial aortic was explanted at implant due to a bleeding observed on the subvalvar area. As reported, the patient's annulus was very uniform and according to CT image calcification was on the level of the leaflets which were removed. After implantation intra op echo was showing mean gradient 8,5mmh, no leak was observed. After closure of aortotomy a density on the region of the ncc was noticed on the echo. The aorta was opened again and a bleeding was observed on the subvalvar area. The surgeon tried to fix and closed the aorta again, but image still showed blood flow on the density area. Surgeon tried to repair with no success so he explanted the elite valve and implanted a conventional non-edwards valve. The patient was not able to come out of cardiopulmonary bypass and unfortunately died in the operative room. Per surgeon's opinion, the event was a fatality. The region of the bleeding was a friable tissue which was noticed after the occurrence. The frame expansion may have damaged this friable tissue causing the bleeding.